Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: a9dn48 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # 552c28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the handle shrouds partially opened, and with no reload present. The handle shrouds were removed and were found to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No malformed staples were observed. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 552c28, and no non-conformances were identified.